Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a break in catheter was confirmed. The product returned for evaluation was one fragment of a 4 fr s/l powerpicc catheter. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue may occur due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated, and a break was observed at the 14 cm depth marker. The catheter break contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ 'c' shaped impressions leading into the fracture site which are consistent with material buckling due to movement which caused the fracture edges to be pressed together ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) repetitive kinking of the indwelling catheter appears to have contributed to the observed break; however, the specific circumstances surrounding how kinking developed into a fracture within the catheter tubing were ultimately unknown. An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported on (B)(6), the PICC (positioned in (B)(6) 2025, secured with griplock device) was removed by nursing staff due to suspected supersection (PICC malfunctioning in both aspiration and infusion). Upon removal, a broken PICC tip was noted, for which an urgent chest x-ray was performed. The examination revealed a radiopaque tubular image projected into the right ventricular region, a picture compatible with a break in the distal segment of the device. Echocardiogram was performed documenting the presence of the distal end of the PICC in the right mid-ventricular area, apparently adherent to the interventricular septum and visible in the proximal portion up to the tricuspid plane with preserved biventricular systolic function. The catheter was completely damaged at the 14 cm mark. In view of the arrhythmogenic risk, telemetry and close hemodynamic monitoring were then initiated. Percutaneous removal of the fragment was performed by right jugular and femoral venous catheterization, with recovery of the device in the right atrium. The procedure was completed in the absence of complications (particularly no post-procedural bleeding). At the final fluoroscopic check, no residual fragments were highlighted. On the post-procedure chest x-ray, the disappearance of the previously described radiopaque tubular image was confirmed.